Event description:
It was initially reported that the physician's handheld was freezing in the "interrogation successful" screen. It was unk if the physician performed any troubleshooting to resolve the issue. The handheld and flashcard have been returned to the MFR for eval. Product analysis is planned but has not been completed.